Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The down and ok buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2012.